Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported receiving a sensor error message with the adc device. The customer indicated due to this, they required unspecified third-party intervention, however, declined to provide any additional information. There was no report of death or permanent injury associated with this event.